Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, no image occurred due to poor video connector contact. The cause of the poor video connector contact could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer¿s allegation was confirmed. Inspection confirmed the video connector issue and that the video is intermittent due to poor contact. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis exera iii video system center had an image issue due to a poor connector contact. The issue was observed during inspection for use on a diagnostic procedure. The procedure was completed with a similar device and no reports of patient harm were associated with this event.